Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a motor battery charger was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during planned maintenance (pm), the motor battery charger was overcharging the batteries. There was no patient present at the time of the issue.

Manufacturer narrative:
A led for the imaging system was returned to the manufacturer for evaluation. Testing found that the led would not illuminate when power was applied. The suspect motor battery charger has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
Device evaluation: the pcba motor battery charger was returned to the manufacturer and evaluation was completed. The reported issue could not be confirmed. The part passed all functional tests. There was no functional problem found